Manufacturer narrative:
The affected device has been requested for investigation by the manufacturer. The device was not yet returned for investigation. The event is filed under internal karl storz complaint ID: (B)(4).

Event description:
It was reported that a needle-like structure approximately 30mm long was found in a patients bladder. The surgeon informed that this patient had undergone a turp procedure approximately 2 years ago and that this needle like structure may be apart from a karl storz single use loop that was used at that time. The item number is unknown and it is uncertain if the "needle like structure" is a karl storz product. Nevertheless, as a precautionary measure a report is required.